Event description:
It was reported that during a tooth extraction, the patient received a minor burn to the upper and lower lip. The burn was treated with bacitracin and there is no scarring expected.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for investigation. The hand piece passed the quality inspection procedure according to specification and there was no indication that the bur guard came into contact with the nose cone. Preventative maintenance was performed and the handpiece was returned to the customer.